Event description:
It was reported that the patient experienced a low-speed advisory, low flow, and pump off events while on ground cable. The patient was asymptomatic. An x-ray was performed, and log files were submitted for review. The log file captured a lone low speed/ pump off event on (B)(6) 2025. It was later reported that the patient had a short to shield and the patient was expected to be discharged on (B)(6) 2025. Additional log files were submitted for review, which captured low speed and pump stop events on (B)(6) 2025, which were likely due to short to shield. There were no further low speed or pump stop events noted in the remainder of the log using the non-grounded patient cable and battery power. It was reported that the patient's system controller (B)(6) was exchanged on (B)(6) 2025 due to the pump off event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the heartmate ii system controller (serial number (B)(6) was evaluated following the reported event of low speeds and pump stops. The submitted log files contained relevant data from (B)(6) 2025. A pump stop event was observed on (B)(6) 2025 and was associated with low-speed advisory/hazard, low flow hazard, low speed operation, and motor stop alarms. No other notable events or alarms were captured. The low speed and pump stop event has been addressed further under the pump investigation. Provided information stated that the low speed and pump stop events occurred while on a grounded patient cable. No further issues were noted in the log files following the patient being put on a non-grounded patient cable. Additional information provided on 23jun2025 stated that (B)(6) was exchanged; however, (B)(6) was still in use on (B)(6) 2025. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The reported event could not be correlated to an issue with (B)(6). Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The heartmate (hm) ii lvas instructions for use (IFU), and the heartmate ii patient handbook, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.